Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
(B)(6) study. It was reported a cerebral vascular accident (cva) occurred. On (B)(6) 2020, the patient underwent a left atrial appendage (laa) closure procedure. Prior to the procedure, 75 mg aspirin was administered. A 27mm watchman flx closure device was successfully implanted with complete laa seal with deployed device diameter of 24.0 mm. On (B)(6) 2020, the patient was discharged with aspirin and clopidogrel. On (B)(6) 2020, during the first follow up visit, transesophageal echocardiogram (tee) revealed no evidence of thrombus, pericardial effusion and residual jet around device with size of 4 mm. The modified rankin scale (mrs) score dated (B)(6) 2020 was 4 (moderately severe) and baseline mrs score dated (B)(6) 2020 was 2 (slight). On (B)(6) 2020, during the stay at rehabilitation center for a fracture on the left distal femur, the patient woke up with malaise, was not able to find emergency alarm which was hanging around subject neck on a string to contact the nurse and was not able to work the way as required. Post few hours, home care nurse arrived for regular visit and patient was noted with slurred speech which eventually resolved, however few hours later subject started talking gibberish, found to be confused, and complained about mild reduced force in the upper left extremity. The condition of the patient was discussed with physician and ems was called. On the way to hospital, mild expressive aphasia was noted. However, upon arrival to stroke department, the patient recovered and regained habitual condition. However, no improvements in strength or sensory disruptions. Physical examination revealed good general condition, average nutritional condition, the patient was awake, lucid and oriented. Auscultation of the heart revealed regular action with peripheral pulse and no murmur and auscultation of the lungs revealed vesicular respiration bilaterally with no crepitation. Neurological examination was intact, revealed no aphasia or dysarthria. Cranial nerve examination revealed the patient had equal pupils, normal eye movements without nystagmus, with normal facial sensibility and facial expression. Motor functions revealed no atrophy, normal strength and finger-nose-finger test revealed normal coordination. Normal sensitivity to touch and pricking bilaterally and no sensitivity limit on the torso was noted. The patient was recommended for an MRI of the cerebrum to know the etiology of the symptoms. A cerebral MRI performed the same day revealed subacute dot shaped ischemia in the right occipital lobe, as well as the corpus callosum as a sequelae of bifrontal hemorrhages with well-functioning vp (ventriculoperitoneal) shunt. On the same day, the patient was hospitalized for further treatment. At the time of the event, the patient was on aspirin. On (B)(6) 2020, ultrasound of the carotid arteries revealed severe atherosclerotic changes bilaterally most pronounced on the right side, transition between carotid bulb/proximal internal carotid artery, no pre-cerebral stenoses was noted bilaterally and vertebrobasilar course examination was found normal. Neurosurgeon was consulted and recommended to start anticoagulant treatment since the patient had an ischemic stroke despite ongoing aspirin (75 mg x 2). That same day, the patient was doing well, conversing without any problems. However, no changes noted in function between the two upper extremities. The patient was discharged to rehabilitation/ skilled nursing facility on aspirin (150 mg) and tee was scheduled on (B)(6) 2020 to rule out thrombus or other contributing factor as a cause of cardioembolic stroke. On (B)(6) 2020, the patient again presented to hospital for the scheduled follow-up tee as an outpatient basis. The tee revealed tricuspid aortic valve with slender cusps, mildly arteriosclerotic with no fluttering excrescences. The mitral valve had slender cusps, minor centrally positioned insufficiency was noted. Minor defect was noted in atrial septum, possibly transeptal access, atrial appendage occluder was in situ, down towards the mitral valve a defect was noted which measured 0.3 cm. No signs of thrombi on the device was noted. The pulmonary veins had good flow without any signs of thrombi and no thrombi was noted in the left atrium. No signs of significant leakage around the occluder (1.7 - 4 mm residual jet around device with no evidence of thrombus and no pericardial effusion). Aspirin (75x2 mg) was shifted to (75 mg) and clopidogrel (75 mg) was started. On (B)(6) 2021, the mrs 90 days assessment score was 3 (moderate). A cardiologist was consulted and was in agreement to continue double platelet inhibitor therapy with clopidogrel and aspirin for a month and then monotherapy with clopidogrel (75 mg).